Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 154 mg/dl at the time of the incident. The customer states that the insulin pump was exposed to moisture and batter residue was leaking all over the insulin pump. It also stated that the display went blank and constant tone was occurring. The customer was advised insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and corroded battery tube.